Event description:
It was reported that a user of the ilet experienced a hypoglycemic event with loss of consciousness and seizure after a night of high glucose followed by a low glucose the next morning. The user reported a lowest glucose of about 60 mg/dl, overtreatment of hypoglycemia with oral glucose, and pausing the pump, and the device reportedly did not provide low-glucose alerts. Symptoms included hypoglycemia, seizure and loss of consciousness. Outcomes included transient functional impairment with self-recovery at home without ems or hospitalization. Investigation included case review, troubleshooting, and assignment of additional training, with recommendation to contact clinical support for potential factory reset of the ilet. Investigation of this case revealed user maladaptive behavior related to hypoglycemia management and pump pausing; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia overtreatment and pump operation, with planned user re-education.